Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000145, lot/serial: (B)(6). : s/n (B)(6). The system control board was returned to medtronic for analysis. Testing was conducted and the issue was reproduced. The the control board was not functioning as intended. Fdm 10, fdr 114, and fdc 4307 are applicable to the cable analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system board was replaced and firmware was updated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system did not toggle between 2d and 3d. They stated that the system could not expose 2d or 3d images. There was no patient involved when this issue was discovered.